Event description:
Dexcom g7 10-day sensor became unreliable at its 7th day of use. This has happened to every dexcom g7 sensor I have tried that has been manufactured this year. On the 7th day of use, blood glucose readings suddenly become sporadic and false, and the dexcom app displays a frequent error code which says: brief sensor error. The issue lasts repeatedly for about 10-20 minutes at a time. The sensor becomes useless and unreliable, and potentially life-threatening, as it is connected with my insulin pump (which delivers insulin based on dexcom glucose readings. If I receive false or no readings, it adversely affects my insulin dosages, leading to potential severe hypo- or hyperglycemia). This is a major safety concern. I have never had a single dexcom g7 sensor manufactured the past year that has lasted the full intended lifetime of 10 days (or 15 days for their 15-day sensors). This false advertising on the part of dexcom is very misleading and extremely dangerous for those who rely on it for their automated basal insulin doses. I have recently begun reporting these issues to the FDA every time I experience them, in the hopes that FDA will intervene before these issues occasion serious harm or death to someone. I wish dexcom would return to producing their older g6 sensors, which were much more functional and almost always lasted the advertised lifetime.